Event description:
On (B)(4) 2013, the reporter contacted lifescan USA, alleging erratic inaccurate results of "198 mg/dl and 255 mg/dl" when performed with 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.